Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged deterioration of the wound was related to the v.a.c.ulta¿ therapy system with the use of v.a.c. Veraflo¿ therapy. Kci reporting as a potential use error based information received from the wound care nurse. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Maintaining a seal -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active.

Event description:
On dec 18 2017, the following information was reported to kci by the kci representative: the wound care nurse alleged that the patient's wound had deteriorated over the weekend while v.a.c. Veraflo¿ therapy was being administered and asked if it was possible if the unit had been turned off. On jan 3 2018, the following information was reported to kci by the wound care nurse: on (B)(6) 2017, the patient was placed on v.a.c. Veraflo¿ therapy. It appeared the unit did not run correctly over the weekend and v.a.c. Veraflo¿ therapy was not functioning. The patient's wound had greatly deteriorated over the weekend resulting in the removal of the unit on (B)(6) 2017. V.a.c. Veraflo¿ therapy was stopped and the patient continued with regular v.a.c.® therapy. Maggots were used to debride the wound due to the deterioration and improve wound circulation. The patient's wound has improved since. On jan 6 2018, the following information was reported to kci from the wound care nurse: the product may have caused or contributed to the reported event due to use error. It appeared that the device was turned off over the weekend, and the nursing staff were not able to confidently provide information on the patient's wound treatment. A further review of the device logs found that the v.a.c. Veraflo¿ therapy solution wasn¿t replaced when it should have been. On jan 6 2018, kci completed a review of the patient¿s wound assessments and photos that were provided from the wound care nurse. The photos provided showed that there was black necrotic tissue in the wound bed and the wound assessments showed that the patient¿s wound had increased in size. As of jan 17 2018 the device has not been returned for evaluation.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound deterioration is related to activ.a.c.¿ therapy (system). Kci event was reported as a potential use error based on the information received by the wound care nurse and the results of the device evaluation.

Event description:
On oct 3 2017, the activ.a.c.¿ device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On jan 18 2018, the device was tested per qc procedure by kci quality engineering, and the unit passed the qc checks and met specifications. The event log was reviewed and identified the patient did not receive active therapy for 23 hours due to the device being manually turned off. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On 03-oct-2017, the v.a.c.ulta¿ therapy system was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications.

Manufacturer narrative:
MDR-3009897021-2018-00004_100704-iss fu1 sent on 14-feb-2018, stated: "on oct 3 2017, the activ.a.c.¿ device was tested per quality control (qc) procedure..." Correction: "on 03-oct-2017, the v.a.c.ulta¿ therapy system was tested per quality control (qc) procedure..." Stated: "based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound deterioration is related to activ.a.c.¿ therapy (system)." Correction: "based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound deterioration is related to v.a.c.ulta¿ therapy system."